Event description:
It was reported that the bd microlance¿ hypodermic needle was blocked during use. The following information was provided by the initial reporter: "the liquid is not coming out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300600 and lot number 190401. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of clogging could be identified. Based on the limited investigation results, an exact cause cannot be determined for this incident. If the affected sample becomes available for this event or any potential future events, we would appreciate the opportunity to conduct a thorough sample analysis. Needles are inspected for occlusion as part of our in-process inspections. In certain circumstances, the drug used may become deposited within the cannula causing blockage to occur due to crystallization or solubilization effects. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd microlance¿ hypodermic needle was blocked during use. The following information was provided by the initial reporter: "the liquid is not coming out."